Manufacturer narrative:
There was no pt injury or clinical consequences to the pt reported. A gambro technical svc (gts) rep evaluated the prismaflex machine and verified pumps and rotors in good diagnostic mode. The gts rep confirmed the problem via a cvvhdf simulated run and concluded that the prismaflex pumps were running at set speeds as verified by an absence of scale or weight removal inaccuracy alarms. Gambro renal prods has requested the downloaded machine data files and the work order. An investigation is ongoing. A final report will be submitted once the investigation is concluded.